Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection with video-assisted thoracoscopic surgery, after clamping the lung parenchyma tissue with the stapler, the surgeon was able to push the green safety button and started to squeeze the handle. However, the I-beam got stuck at the first phase of squeezing the handle. The surgeon couldn't squeeze the handle anymore. Abnormal reloads were replaced a with new one to complete the procedure. There was no patient injury.